Manufacturer narrative:
Correction to initial MDR: this report should not have been submitted as this was not a reportable event.

Event description:
A report was received that following a non-device related surgery the patient¿s leads were severed. The patient will undergo a revision procedure.

Manufacturer narrative:
(21)3039576 additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 17585329 description: next generation anchor kit-sterile.

Event description:
A report was received that following a non-device related surgery the patient's leads were severed. The patient will undergo a revision procedure.